Manufacturer narrative:
MDR 2517506-2019-00475 was filed 20-dec-2019. Additional information (16-jan-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed creatinine (cre2) result on a dimension exl with lm instrument. Quality control was in range at the time of testing and no issues were noted with other patient samples. The instrument and cre2 assay were performing acceptably. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely depressed creatinine (cre2) patient result was obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A discordant, falsely depressed creatinine (cre2) result was obtained on a patient serum sample on a dimension exl with lm instrument. The result was reported to the physician(s) and questioned. The same sample was reprocessed on an alternate dimension instrument and a higher correct result was obtained. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed creatinine (cre2) result.